Event description:
It was reported that the patient's glucose reached 26 mmol/l (468 mg/dl) while wearing the pod between 1 and 4 hours. Upon inspection, it was noticed that cannula was not properly inserted into the skin. A correction was used to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.